Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: "the clear plastic part breaks whilst the blade is removed from the handle. The handle was from the brand comepa." No patient injury/harm. Patient condition listed as "fine".

Manufacturer narrative:
(B)(4). We have received the photo of two complaint samples and confirmed for breakage. Received sample found that base of light guide is broken. The product was manufactured and packed in india. We inspect this product family 300% prior to shipment from india so we can state that it left the manufacturing site fully functional. Overall risk of this defect is low as per our risk evaluation. The device history record was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. The root cause could not be determined.

Event description:
The complaint is reported as: "the clear plastic part breaks whilst the blade is removed from the handle. The handle was from the brand comepa." No patient injury/harm. Patient condition listed as "fine."